Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the allegation of ipg needs to be recharged every other day was confirmed. The data log revealed that the ipg was entering into hibernation mode after each use due to a high stimulation on depletion rate and not fully recharging the ipg. The charge log was unable to be retrieved to confirm if any charging issues were occurring

Event description:
It was reported that the patients need to charge the ipg every other day. It was noted also that patient was not able to get enough pain relief. The patient underwent a battery replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients need to charge the ipg every other day. It was noted also that patient was not able to get enough pain relief. The patient underwent a battery replacement procedure and was doing well post operatively.